Event description:
I have saline textured implants that started leaking and had capsule contraction grade 4, for 17 years I fought the pain and several neck surgeries, thyroid problems, epstein barr stomach esophagus tears. My life was dying and nothing I could do. No dr could or tried to figure out what was wrong. Until I took my life back and started doing research on the deadly problems textured implants have on the body.